Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
A tibial articular surface provisional shim was returned bent.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned shim shows signs of repeated use and has one each of components 1 and 2 disassembled and missing. The complaint is therefore confirmed. DHR was reviewed and no discrepancies were found. Root cause was determined to be associated with the design of the device and was subsequently redesigned. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.